Event description:
A pump was returned to the hospital in house bio-med department with a report of "turning on and off by itself". The bio-med reportedly confirmed the pump turning on and off by itself. It is known where the pump was being used and no clinical contact is available. No addiional details are available regarding patient use, medical intervention, or if the pump turned off during an infusion. No patient injury reported. No additional details available.